Event description:
A surgeon reported that one of his colleagues patient experienced a corneal burn during cataract surgery. The surgeon indicated the cause was due to an occlusion of the phaco tip. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The customer did not return a sample for evaluation. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. The root cause could not be determined. If a single device phaco tip is reused, viscoelastic will harden and may occlude the phaco tip. All phaco tips are 100% visually inspected by trained operators using 30x magnification. Phaco tips are a single use device and should not be reused. The manufacturer internal reference number is: (B)(4).